Event description:
The catheter was placed without incident. Four days later, the catheter was removed and found to be 3 cm shorter than when placed. A dye study and an x-ray were done, but the fragment was not located.